Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system error while changing out the site. Customer's blood glucose value was 120mg/dl. The drive support cap was normal. Customer was advised to revert to back up plan per healthcare professional¿s instructions. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to moisture damage at the force sensor resistor. Unable to perform occlusion test, prime and excessive no delivery test due to the compromised force sensor system alarm. Unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained lcd resilient cover.